Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review, the right ventricular lead exhibited elevated capture threshold and r-wave amplitude variation. The physician elected to continue monitoring the patient with no changes.